Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-12 in the cbd. The nurse straightens the pigtail of the zso using the included straightener while preparing the procedure. She tried to pass a wire (0.025" visi2 straight) (B)(4) through the zso straightened, but it was impossible. So, she gave up and used the new zso-7-12, they did not change the wire guide. Patient outcome: no patient harm.